Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported receiving a higher reading of 350 mg/dl on the adc device compared to a reading of 150 mg/dl on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of wear was 3 days and the customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced dizziness and was unable to walk in a straight line. The customer self treated with lantus insulin, glucoside, metformin, and candy. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.